Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the local display of the pump was working intermittently. The unit was swapped out after the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service representative technician was unable to verify or duplicate the reported complaint. The unit operates to the manufacturers specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the pump to operate as intended over the course of three days in both ambient and cold temperatures. There were no interruptions of functionality with the display of the roller pump.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded